Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the distal radiopaque portion of sheath was torn but the radiopaque marker remained intact within the sheath. Per picture, a sheath distal tip split and liner delamination were observed. There was no patient injury. The patient was stable post procedure.

Manufacturer narrative:
The sheath was returned after being used in the procedure. The returned device was visually inspected, and the following were observed: delaminated liner folded inward, 2cm from distal tip, c-marker band intact. Circumferential delamination. C-marker band intact. Tip open normally (along vertical score line). Minor material stretching at the vertical and horizontal score line. Minor soft tip damage. No scratches on the sheath shaft. No other abnormality observed. Review of imagery provided showed a liner delamination at the distal portion of the sheath and the shaft appears expanded as designed. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath liner delamination. A review of the complaint history from march 2020 to february 2021 revealed additional similar complaints for sheath liner delamination for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per instruction for use (IFU) for sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up; suture the sheath in place; once completed, remove the sheath completely with the edwards logo facing up; remove the sheath without torqueing; do not re-advance or reinsert the sheath at any time. Proceed with vascular closure as per standard of care a review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per report, 'the balloon from the commander may not have been fully deflated and locked'. It is possible that if the balloon residual fluid remained in the balloon post deployment. The altered profile of the balloon can become caught on the distal tip of sheath during withdrawal. Attempts to retract the balloon with a larger profile back into the sheath may lead to slight delamination of the liner near the distal tip. Users are instructed by the training manual to 'ensure the balloon is completely deflated' prior to removal of the delivery system from the patient. Available information suggests that procedural factors (residual fluid in balloon, excessive manipulation) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative action are not required.